Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure. Telephone number: (B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was reported to be discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints revealed that no additional complaint has been received for this production order. Based on the manufacturing record review and historical review there is no indication of a product malfunction or quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the lens was injected the patient's right eye the capsular bag became unstable. A capsular rupture occurred. Unseen except by the surgeon as no monitor is present in theatre. The surgeon decided to remove the intraocular lens as the bag was unstable. The lens was removed from the eye after widening the incision slightly and cutting the lens. The surgeon then successfully used the vitrectomy probe with the signature pro. The iris was bleeding and visibility was reduced. The surgeon was unable to implant a sulcus lens due to poor visibility in the eye. The patient was left aphakic. A suture was needed to seal the wound. It was noted there was a 40 minute delay in the procedure. The surgeon mentioned that the patient was nervous and was ¿squeezing¿, this was a contributing factor to this outcome he explained. The patient's daily activities were significantly affected and medication was prescribed. The lens was discarded. Through follow-up we learned that it is the customers/ surgeons view that the capsule was unstable and the patient was squeezing which caused the issues and forced him to remove the lens. No issues concerning the lens were reported. No additional information was provided.